Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All the screwdriver tips were broken during turning in the pedicle screws. The surgery was performed on young patient with a spinal fracture. The customer does not have any data regarding the patient. Prof. (B)(6) ultimately sees difficulties if the implant should be removed. The broken part of the screwdriver is located in the screw head, what makes the explantation of the pedikle screws difficult.

Manufacturer narrative:
Four (4) mis quick connect driver assemblies [product code: 2797-34-000, lot numbers: mi38234 (x3) and mi36359] were returned to the complaints handling unit (chu) for evaluation. Visual examination has revealed that all drivers had fractured at the distal tip. The second halves of the fractured tips were not provided with the parts. Fracture analysis revealed that each driver underwent a quasi-static torsional shear failure starting at the hex lobes and extending towards the central cannulation. No material defects or other abnormalities were observed in this analysis. The results from the hardness test showed that each part was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Root cause for the driver tip breaking cannot be positively determined. However, fracture analysis suggests that each driver underwent a quasi-static torsional shear failure starting at the hex lobes and extending towards the central cannulation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required.